Manufacturer narrative:
Additional information: the patient suffered obesity hypoventilation syndrome resulting in death. The investigator assessed the event as not related to the index device or anti-platelet mediation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 18 months post procedure, patient died. Cause of death is unknown.